Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's cannula was bent. Reportedly, the patient had high blood glucose levels and diabetic ketoacidosis. The patient was immediately admitted to the hospital, where intravenous insulin drip was given as corrective treatment which resolved the issue. The patient was hospitalized for two days and there was no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.